Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this record was previously submitted thru 410 psr on 22/jan/2019 and 22/apr/2019. Device analysis results: visual analysis of the returned device identified: broken shell, red particles and underweight. A microscopic analysis was performed which identified a broken striated edge, consist with use of a surgical tool. Based on the device analysis the final assessment is: a broken striated edge on anterior side due to surgical damage. The reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "ruptured breast implant." Device has been explanted.